Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Therefore, the type of instrument and the root cause of the issue remain unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure that an instrument broke in the patient. The customer inquired if the wires and shaft of the instrument could be detected by x-ray. There was no additional information provided. Despite follow-up attempts to obtain additional details, the specific type of instrument that was used remains unknown.